Manufacturer narrative:
A ge service representative performed an on site investigation. The main power plug was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently would not power up. There is no report of patient injury associated with this event.